Manufacturer narrative:
The customer initially contacted philips regarding an allegation of self test failure. A philips representative contacted the customer to obtain additional information, however the customer noted they repaired it themselves and no further information was available. As the customer declined service, an evaluation could not be completed for the device and a cause for the failure could not be determined. Philips is unable to rule out that a malfunction did not occur. As an evaluation could not be completed, a cause for the failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted. Customer refused service.

Event description:
It was reported to philips that device had a self test failure. There was no patient involvement.